Event description:
It was reported following a cardiac catheterization, a 6f angio-seal vip was deployed in the right femoral arteriotomy. After a normal recovery period, the pt was discharged. At the time of discharge, the pt experienced pain and bleeding in the groin. The pt developed a large scrotal hematoma, became hypotensive, and experienced transient hemorrhagic shock which was treated with intravenous fluids and medication. A blood transfusion was given and the pt underwent a right groin exploration where a diffuse subcutaneous hematoma was encountered. An incision carried down to the femoral artery revealed bleeding at the puncture site and the angio-seal across the inferior border of the inguinal ligament. The pt underwent repair of the right common femoral artery and evacuation of the hematoma. The pt was discharged 5 days later. The pt had medical history of chest pain, hypercholesterolemia, smoking, abnormal EKG. The pt has been reported to be fine. Follow up discussion with the hosp cath lab staff indicated that they believe the puncture was a high stick.